Manufacturer narrative:
The investigations found a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up/corrective actions. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. The customer had questionable non reproducible elecsys vitamin b12 ii results from a cobas 8000 e 602 module. The events involved a total of 1 patient. The patient's age was requested but was not provided. The patient's weight was requested but was not provided. The patient's gender was requested but was not provided. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.